Event description:
The catheter "flipped on top of the pump", which caused pain when bumped. The catheter also dislodged from the spinal cord and was revised. The pt was looking for a new dr to manage her pump. The pump was refilled on (B) (6) 2010 with baclofen (1.0mg/cc) and morphine (2.13 mg/ml) delivered at a flex dose. Add'l info has been requested.

Manufacturer narrative:
(B) (4).